Manufacturer narrative:
The reported event of high pacing threshold was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent friction to the device can and the reported event.

Event description:
New information states that the lead was capped for high threshold.

Event description:
Related manufacturer reference number: 2017865-2021-25649. It was reported that the right atrial lead was explanted and replaced due to noise. The right ventricular lead was also replaced for unknown reasons. The patient was stable.